Manufacturer narrative:
The device was serviced on-site by a service technician as part of preventive maintenance. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.